Event description:
(B)(4).

Manufacturer narrative:
The mobile pin broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved (105840-25 handles manufactured) no particular anomalies were found related to the problem occurred. One similar event on a handle of the same lot has been received by medacta and reported under MDR 2012-00059. On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.